Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient attempted suicide. It seemed the patient took all the prescribed drug at one time. The physician reported the cause was not an anomaly of the product but due to the tendency of depression. It was noted the patient had a tendency of depression at the time. It was reported it seemed the patient drank considerably. Device settings were unknown. The patient was hospitalized after the event occurred. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the time was unknown when the depression and suicidal thoughts first began. The patient seemed to be divorced from the end of 2018 to the beginning of 2019. It was noted that there was no relation prior to the divorce.